Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient¿s diabetes educator reported that the patient¿s cgm was reading 140 mg/dl while the bg meter reading was reading 22 mg/dl. This resulted in the patient going to the emergency room (ER) for assistance. It was also reported on (B)(6) 2026, the patient¿s bg meter reading was 29 mg/dl, however, no cgm comparison value was reported. It was not specified if the patient was still in the ER at the time of the patient¿s low bg level on (B)(6) 2026. The patient was also wearing an unspecified insulin pump during these events. No further information was provided including patient symptoms, treatment details, or length of time in the ER. Attempts to reach the patient¿s family for further event information were successful. No other patient or event details were available. The reported glucose values fall within the d zone of the parkes error grid. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.